Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit on investigation the fse noted fault "53 fos continuous bit error" had been logged. The stm cleaned all fiber-optic connectors and reassembled the iabp. No further errors were noted. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a fiber-optic system error message when connecting to the intra-aortic balloon (iab). The iabp was changed and not used on the patient. There was no patient involvement, thus no adverse event was reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a fiber-optic system error message when connecting to the intra-aortic balloon (iab). The iabp was changed and not used on the patient. There was no patient involvement, thus no adverse event was reported.